Event description:
While monitoring a pt, it was reported that the device lost power. The end users turned the device back on and resumed pt care. The reported problem had no adverse effect on the pt. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to duplicate the reported power loss failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.